Event description:
Medtronic received information from an abstract in clin res cardiol 2013 feb, that studied 22 implants of a non-medtronic transcatheter bioprosthetic valve. The abstract stated the transcatheter bioprosthetic valve was implanted into 11 failed medtronic valved conduits in the pulmonary position (along with other non-medtronic homografts and congenital repair products). The mean age was 21.7 years (range 6-83 years). The failure mechanism was not segmented out specific to the conduits, however, the leading hemodynamic problem for the 22 implants consisted of a pulmonary stenosis (ps) (n = 2), pulmonary regurgitation (pr) (n = 11) and a combined ps/pr lesion (n = 9). The article concluded that this implant enables the restoration of an adult-size rvot diameter. Long term effects and safety have not been assessed.

Manufacturer narrative:
The information obtained by medtronic was from a journal article abstract that did not include information on how to contact the aut hor(s) for additional information or to request device serial numbers. The failure mechanism was not segmented out specific to the conduits. A device history records review could not be conducted without device serial numbers.

Manufacturer narrative:
All the conduits remain implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Citation: percutaneous implantation of the edwards sapien(¿) pulmonic valve: initial results in the first 22 patients. Haas na , moysich a, neudorf u, mortezaeian h, abdel-wahab m, schneider h, de wolf d, petit j, narayanswami s, laser kt, sandica e. Clin res cardiol. 2013 feb;102(2):119-28. Doi: 10.1007/s00392-012-0503-8. Epub 2012 aug 30. (B)(4).